Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, the physician noted that the lead was dislodged. A reoperation was done to reposition, the procedure was successfully, the patient was stable prior, during and post procedure.